Event description:
It was reported that the pump battery was unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.